Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Visual inspection identified the ruptured bladder. Microscopic examination found marking on the interior surface of the bladder near the rupture line. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation confirmed the reported condition. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an intermate lv250 ruptured. This occurred at the beginning of patient infusion with nebcine. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.